Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. Additional information was received revealing the patient had undergone the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve in the united states. The valve serial number was not provided. In addition, no further information has been provided. As a result, it could not be determined at this time where the procedure took place in the united states. When the patient underwent the valve in valve procedure approximately 2 years post tavr procedure, the procedure occurred at a hospital in (B)(6).

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was available for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification that resulted in a valve in valve being performed was confirmed through the information provided in the journal article. The available information suggests patient factors (hyperlipidemia and diabetes mellitus) likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. Reference for journal article: molina-lopez v h, ortiz-cartagena I, mercado-crespo j, et al. (January 29, 2024) optimizing valve selection in valve-in-valve transcatheter aortic valve replacement: a case study on addressing patient-prosthesis mismatch and early structural valve deterioration in a morbidly obese patient. Cureus 16(1): e53191. Doi 10.7759/cureus.53191.

Event description:
As reported by our edwards lifesciences affiliate in puerto rico and through the journal article "optimizing valve selection in valve-in-valve transcatheter aortic valve replacement: a case study on addressing patient-prosthesis mismatch and early structural valve deterioration in a morbidly obese patient", a 75-year-old male was evaluated for transcatheter heart valve (thv) stenosis and progressive dyspnea on exertion. The patient's initial aortic valve stenosis diagnosis was classified as stage d1 with pre-procedural transthoracic echocardiogram (tte) findings consistent with a heavily calcified tri-leaflet aortic valve with a valve area (ava) of 0.69 cm2 by the continuity equation (with an ava indexed by body surface area (ava index of 0.26 cm2/m2)), mean gradient of 42 mmhg and peak jet velocity (vmax) of 4.3 m/sec. Subsequently, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve. Approximately two (2) years post tavr procedure, the patient's dyspnea had progressively worsened from new york heart association (nyha) class 2 to class 4. The patient was also noted with exertional angina. It was believed that this represented early structural valve deterioration (svd). As a result, the patient underwent a valve in valve procedure to address the early svd and stenosis of the valve. The etiology of early svd was deemed secondary to prosthetic valve calcific deterioration.